Event description:
It was reported via phone call that the customer's mother called in to provide insulin pump's information. The customer's mother realized that the insulin pump was a travel loaner that was experiencing the problem. The customer was advised to only use it as a backup plan.

Event description:
Customer reported via phone call that they received a motor error alarm. Customer states that the keypad is unresponsive. The blood glucose reading is unknown.

Manufacturer narrative:
Additional information has been updated that was not included with the initial report. The information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.